Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) had an error code 63. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). A getinge field service engineer (fse) evaluated the unit and found no technical issue was found related to the blood pressure function. The fse performed a blood pressure test and a complete simulation using the trainer. All tests passed successfully and the device is working as expected. The unit is ready for clinical use, and the customer has been informed.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d10. Corrected data: h6 (health effect ¿ impact codes, type of investigation).

Event description:
N/a.